Event description:
Procedure type: gastrectomy. According to the reporter: there was a bad staple line formation (surgeon believes that the alignment pin was not well positioned and this could have caused the malformation of staple line). Used another ta9035s to complete the procedure. No patient injury or ill-effects. No medical intervention required. Tissue loss: 2 cm. No tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).